Event description:
Boston scientific received information that there were more than 4000 atrial tachy response (atr) episodes stored with no known atrial fibrillation. Oversensing was noted and lead dislodgement was suspected. No adverse patient effects were reported.

Event description:
Information was later received that an x-ray confirmed the right atrial (ra) lead dislodged. As a result, the device was reprogrammed to vvi. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.